Manufacturer narrative:
Updated manufacturer narrative received on 10-sep-2021. The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports she received a "severe burn to the back of her neck". The cause of the consumer stating she received burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. This is an adverse event for a "severe burn to the back of her neck". A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction. At this time the root cause cannot be identified. An investigation is in progress. At this time, no product quality-related trend was identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures, including process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a "severe burn to the back of her neck." A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Manufacturer narrative:
At this time the root cause cannot be identified. An investigation is in progress. At this time, no product quality-related trend was identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures, including process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a "severe burn to the back of her neck." A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 05-aug-2021, a spontaneous report from the united states was received via email regarding a female (age and ethnicity were not provided) who was using a thermacare neck, wrist, and shoulder heat wrap. Medical history included prior use of thermacare products "for years". Concomitant products and additional information concerning medical history was not provided. On an unspecified date, the consumer topically applied a thermacare neck, wrist, and shoulder heat wrap (lot number and expiration date were not provided) for an unspecified indication. The consumer purchased 3 "double packs" the prior week. On an unspecified date, the consumer applied the product to her neck as directed and she experienced a severe burn to the back of her neck. The consumer took a photo and "it was much worse". She experienced feeling a burning sensation. No further information was provided. On 18-aug-2021, additional information was provided by a consumer. It was learned that two weeks prior (further clarified as on 04-aug-2021) she used the heat wrap for her right shoulder. She removed the product after approximately 5 hours. She noted pain to her lower neck, back, and shoulder areas immediately after removing the wrap. Her husband assessed the area. Her skin was burning and red. It felt like a really bad sunburn. On 16-aug-2021, she went to see her doctor because it started to itch. Her doctor looked at the area and told her it looked like a burn. The doctor prescribed a medication to apply topically to help with the itching. The reporter noted the area was dry, peeling, and was itching with a dark discoloration to it. She did not know the name of the cream she was prescribed. As of 18-aug-2021, the area was improving. The consumer provided the lot number and the expiration date (em4833 and 30-nov-2021, respectively). No further information was expected.